Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (pneumonia leading to sepsis, rising pressure requirement, patient outcome) and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(4) could not be conclusively established through this evaluation. The center reported that heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(4) would not be returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), is currently available. Section 1 of the IFU lists hypertension and death as adverse events that may be associated with the hm3 lvas. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection¿; however, it should be noted that the center reported that the patient¿s sepsis was due to pneumonia. No device-related infections were reported. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had septic shock with rising pressure requirements. A family meeting was held to discuss the prognosis and they made the decision to de-escalate care. The patient died on (B)(6) 2021. No issues with the vascular assist device or its peripheries were found. The source of the sepsis was noted to be pneumonia.